Event description:
Pump had been infusing antibiotic x 4 hrs when it went into alarm mode, 1 dose had been infused and the pump was running in kvo (=0.4 ml/hr) at the time. Pump displayed error code: e10037. Alarm sounded continuously.